Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had received no delivery alarm during basal. Customer's blood glucose level was 230 mg/dl to 240 mg/dl. Customer stated that the insulin did not exit. Cannula was not bent. Customer troubleshooting was performed. Customer was advised to remove the reservoir from the insulin pump and rewind. Customer also advised to that caller to monitor and call back if no delivery occurs again. The reservoir will not be returned for analysis.